Manufacturer narrative:
(B)(4). Date sent 6/24/2025 d4 batch #y7055f d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device had the remaining nine(9) clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y7055f number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the handle was hard. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.